Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 120-170mg/dl fasting. Verified the strips expire 12/19/2016. Customer confirms the strips are stored properly and were first opened 06/09/2015. Customer performed back to back blood test, 161mg/dl and 168mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern is that he performed back to back blood test on (B)(6) 2015 and results were 460mg/dl, 370mg/dl.

Manufacturer narrative:
(B)(4). Product returned on 06/29/2015, but evaluation is in process.

Event description:
Consumer complaint of high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 120-170 mg/dl fasting. Verified the strips expire 12/19/2016. Customer confirms the strips are stored properly and were first opened(B)(6) 2015. Customer performed back to back blood tests, 161 mg/dl and 168 mg/dl fasting. Reviewed meter memory: 247mg/dl, (B)(6) 2015, 08:51:00am, fasting: yes; 363mg/dl, (B)(6) 2015, 08:48:00am, fasting: yes; 167mg/dl, (B)(6) 2015, 10:26:00am, fasting: yes; 138mg/dl, (B)(6) 2015, 10:45:00am, fasting: yes; 143mg/dl, (B)(6) 2015, 06:23:00am, fasting: yes. Customers concern is that he performed back to back blood test on (B)(6) 2015 and results were 460mg/dl, 370mg/dl.